Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a check cassette service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in use. No additional info was provided. There was no indication of a reportable malfunction. However, during verification testing at the service center, the device alarmed with a check cassette p alarm code and pressure sensor calibration drift was noted.

Manufacturer narrative:
During testing, the device alarmed for check cassette p. This was found to be due to proximal pressure sensors calibration drift. During further testing, distal pressure sensor calibration drift was also noted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.